Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient's reporter contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was displaying the "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported the alleged issue began on (B)(6) 2011 at 11:00pm. The patient's reporter reported that the patient manages her diabetes with insulin pump. From (B)(6) 2011, the reporter mentioned that the patient had less food and/or drink to eat for reasons not known. On (B)(6) 2011 at 7:30am, the reporter stated that the patient developed symptoms of keytones. In response to her symptoms, the reporter claimed that the patient was administered .8 units of novolog insulin. The reporter indicated no other blood glucose meter was used at the time the alleged issue began. At the time of troubleshooting, the cca noted the patient had used the subject meter before and the test strips were in good condition; however the reporter's process for testing was incorrect because the meter was not coded. The alleged error message was resolved through a blood retest. Replacement products were sent to the patient. This complaint is being reported because the patient's reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.